Event description:
The customer reported that insulin pump was shooting insulin from the reservoir and had alarmed an error. The customer stated that he disconnected and received a low reservoir alarm. Advised the customer revert to back up plan. The customer's recent glucose reading was 190mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk. The insulin pump was received with missing end cap sticker.